Manufacturer narrative:
The device was returned to the service center for evaluation. The evaluation could not duplicate the reported "it's not auto adjusting the light of the scope" as the device was inspected and tested appropriately. However, a software update to the latest version is recommended. The device was purchased on june 13, 2016 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical engineer at the user facility reported that during an unspecified procedure, the light from the evis exera iii video system center would not auto adjust the light of the scope. When entering the esophagus, the doctor stated it was whiting out when it gets to close to the tissue and once it reaches the stomach it is too dark they have to manually adjust the light. There was no delay in the procedure which was completed with the same device. The connections and settings were inspected and found to be correct. No patient injury or harm was reported.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Additionally, the physical evaluation could not confirm the reported event as the device was inspected and tested appropriately. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. There is a background that the distance between the scope end and the subject is close in the esophageal observation, and the distance between the scope tip and the subject is distant in the gastric observation. The lighting function uses the brightness of the screen, but when the periphery is close, halation is occurring, and the center is far and dark, the distant part of the center may darken and become lighter due to the effects of the nearby and lighter periphery when viewing the stomach. Since the method of using customers is carried out by mixing manual contrast at the time of observation, it is probable that the contrast function did not work and the bright phenomenon occurred when the distance with the subject was changed to manual contrast at the time of observation of the esophagus. Olympus will continue to monitor complaints for this device.